Manufacturer narrative:
It was reported that the end user fell while using the rollator and fractured her arm. After locking the brakes and sitting on the seat a back wheel came off and end user fell. Sample was returned in extensive used and condition and evaluated. The front right wheel was received unmounted from the frame as the pin had been separated from the caster and remained on the frame. The threads on the bolt or frame were not stripped. No scrapes on the frame were noted. It is unknown if the rollator was inspected prior to use. A manufacturing defect cannot be identified. Due to the reported fracture this medwatch is being filed.

Event description:
Customer fell from a rollator causing an arm fracture.